Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that three days post implant that the right ventricular (rv) lead impedance had increased and was high on the high voltage bottom coil, the superior vena cava coil and the low voltage electrode. The device was inspected for a loose connection with the rv lead and it was apparent the set screw was not appropriately tightened. The issue was resolved and the device and rv lead remain in use. No patient complications have been reported as a result of this event.